Event description:
Reporter indicated that the pt experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the pt's device was programmed to off approximately two years post-implant because the pt never received efficacy from the vns therapy and their seizures worsened. The pt plans to have the ncp system explanted. Review of device programming history did not reveal any programming anomalies. There were reportedly no environmental stimuli or medication changes that could have contributed to the reported increase in seizure activity.